Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/11/2016 with the following findings: a visual inspection of the pump showed moisture behind the display lens. During testing, the pump¿s display was distorted. Evidence of moisture was found inside the cover, on the display screen, and printed circuit boards. The pump failed a leak test due to a pump case leak. The pump case was cracked near the top right corner of the display lens and on the left side of the keypad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display ( display detached from pump, moisture behind the screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.